Event description:
The customer reported erroneous creatine kinase-mb (ck-mb) results for several patients and reagent dispense, pipettor motion and quantity not sufficient (qns) system errors with multiple quality control (qc) recovering outside specifications, involving the unicel dxi 800 access immunoassay system. The customer stated initial results of 0.00 ng/ml were obtained. The customer reanalyzed the patients¿ samples, on an alternate instrument, and recovered higher results of 0.5 ng/ml. No errors were noted in the event log. The erroneous results were not released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the sample probe tubing was leaking at the fitting and replaced the sample probe and performed alignments. The fse identified a fluid leak in the tubing to reagent pipettor #3, due to repetitive contact with the motor and replaced the reagent pipettor tubing and quick disconnect fitting, then completed ultrasonics adjustment and pressure sensor calibration. The fse completed system check, and it passed within specifications. The fse verified carryover and quality control (qc) were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.